Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos showed the abnormal cap. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5107632. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting blood, the cap of vacutainer® plus plastic sst¿ blood collection tubes came off. No injury or medical interventions.